Event description:
The fse reported that the sys would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cpu and reloaded software. The sys operates as intended.